Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited a high voltage output issue and incorrect measurement. The patient¿s ICD was explanted and successfully replaced. The patient¿s status was unknown.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The patient was stable.

Manufacturer narrative:
G2.